Event description:
The balloon rupture was initially reported on the quarter 1, 2008 alternative summary report, but due to device analysis approved on in 2008, it is being reported on a 3500a. It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% in-stent restenosed lesion was located in the moderately tortuous and non calcified shunt of the left brachiocephalic vein. On the first inflation, a 12-4/5.8/75 synergy balloon was inflated to 6 atmospheres and ruptured. The balloon was removed intact. The balloon was visible under fluoroscopy. The pt status is listed as good with no complications reported.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon material was creased. Folds were visible in the balloon material. A partial circumferential tear was visible in the balloon material 19mm distal to the distal end of the proximal markerband. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure the performance was limited. A CAPA has been initiated to address this issue. The mfg documentation was reviewed for deviations which could potentially relate to this complaint. All units shipped for the batch conformed to the preventive measures / current controls as per product spec.